Manufacturer narrative:
Eval summary: the customer reported the device was discarded; therefore, device investigation could not be performed. Difficulty advancing the retrieval catheter (rc) through the stent can be attributed to numerous factors including, but not limited to: the stent may have been deployed at a bend, the barewire may have been kinked, poor tip geometry and/or the advancing technique used to advance the rc. Reportedly, the patient had a challenging anatomy including a diseased type iii aortic arch and a heavily calcified lesion. It is possible that the patient's anatomical characteristics may have contributed to this event; however, another rc was successful in retrieving the filtration element. Also, there is no indication to suggest that the physician tried to turn the patient's head or ask to swallow in order to facilitate rc advancement. To ensure this is not a manufacturing deficiency, there are many in-process controls during manufacturing including inspection of the rc tip welding procedure and tip outer diameter measurement. Units are inspected for any gross damage. Additionally, the emboshield nav6 is visually inspected before packaging. No device quality issue was detected. Although a conclusive root cause for the difficulty advancing the rc through the stent could not be determined, it may possibly be related to user technique and/or circumstances during the procedure. A review of the finished device lot history records did not reveal any non-conformities related to this event.

Event description:
Device malfunction: difficulty recovering the embolic protection device (epd). Symptoms/ae: use of another retrieval device to retrieve the epd. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, due to a difficult anatomy, the filter recovery catheter was unable to track passed the stent. A non-abbott retrieval sheath was used to successfully remove the epd. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. There was no additional information provided.